Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead caused diaphragmatic stimulation after the first positioning attempt, the lead was then repositioned during an elective device change out. The lead is still in use. No further patient complications reported as a result of this event.